Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. Reportedly, the cartridges were changed on average every 3.5 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.